Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because nurse reported a break in aseptic technique, patient did not wear a mask before start of peritoneal dialysis, which can cause contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal unknown therapy. On an unreported date, the patient was diagnosed bacterial peritonitis. The patient did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.